Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 at 3 pm with a high blood glucose level of 38 mg/dl. The customer treated their blood glucose with food. The customer stated that they had issues with their meter giving inaccurate readings. The customer just wanted to have their low blood glucose levels documented. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.